Event description:
It was reported per field service report: this pump was on pt. Symptom - fiberoptix sensor ('fos') light bulb with x through it. No communication error. Findings/action taken: field service technician trained biomed, had pump switched out. New intra-aortic balloon pump, fos green. Removed (B)(4). No communication error with fos tester. Reset fo printed circuit board (dc breaker off 10-20 min). No communication error cleared and fos checks good; checked multiple times.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.